Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 14, 2016.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Subsequently, the implant and abutment were removed on (B)(6) 2016.